Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor stated there was a problem with the device. A review of the patient's download revealed can comm timeouts and monitor/belt connection flags. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (can comm timeouts) has been confirmed. Upon evaluation, the trunk cable connector was broken from the belt. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.